Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were false negative results. There was no report of adverse patient impact.

Event description:
It was reported while using the bd bactec¿ mgit¿ 320 instrument, there were false negative results. There was no report of adverse patient impact.

Manufacturer narrative:
Investigation summary: catalog # 441743, s/n (B)(6): this complaint was that the instrument was reporting false negative results. An fse went on site and after troubleshooting the problem replaced the smm. After this service, the instrument was running without errors and was returned to normal use. Due to the lack of an actionable trend on this failure mode, no corrective action is being taken at this time. The root cause of this complaint cannot be determined, however, because the smm replacement cleared the instrument for use, the complaint is confirmed. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent past additional instrument related work orders were observed for the complaint failure mode reported. Per service max, no samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. If samples are received at a later date, the complaint may be reopened and an investigation may occur. Bd quality will continue to closely monitor for trends associated with smm related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.